Event description:
It was reported that the patient was feeling little electrical charges around the device area. There was no intervention taken and the cause is unknown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.